Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device gets stuck on splash screen then starts an audible alarm with a red led flashing next to the power button. There was no patient involvement.

Event description:
The customer reported that the device gets stuck on splash screen then starts an audible alarm with a red led flashing next to the power button. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced faulty compact flash memory card on the logic board. Reflashed device software to version 9.19.1.2 as per xd03. Replaced damaged front case. A review of the device history record showed the device had a manufacture date of 29oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the compact flash card - error code (faulty watchdog on start up). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.